Event description:
It was reported the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead's ventricular sensitivity was reprogrammed to 0.15mv and that resolved the ffrw events. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves).